Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Confirmed reported complaint." Mvs unable to power on." Usp did not power on and was unable to charge. Installed new batteries and ups was able to charge and power on. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the power supply assembly uninterruptible power supply (ups) was replaced. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). The ups was returned to the manufacture for analysis, results were not yet available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) will not turn on. Reboot did not resolve. Technical services (ts) mentioned checking the switch on the back of the monitor. The site noticed the uninterruptible power supply (ups) clicking on and off. No power was noticed on the mvs. No patient was present.